Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and erosion of the cuff. The aus was previously explanted and was now being replaced. There were no additional patient complications.